Manufacturer narrative:
Received report that end user was exiting a facility transport van that was equipped with a platform style lift. Witnesses to the event stated the client was backing out of the van on to the lift and continued to drive backwards until the rear casters drove off of the end of the platform. Witnesses to the event report that the chair was operating normally and the end user misjudged the position of the chair and continued to reverse unit he drove off of the platform. Reports are client and chair fell off the end of the platform which was approximately 3' in the air. Client was reported to have been taken to the hospital where is was treated for a head injury. Reports received are client had a small amount of bleeding to the brain as a result of the fall. Servicing dealer has since met with the end user at his home to inspect the chair. Dealer reports the chair is fully operational with no defects found. End user informed the dealer that this event was strictly a miss-judgement of where he had maneuvered the chair upon exiting the vehicle. The DHR was reviewed and unit was built according to specification. Evaluated by service provider.

Event description:
Received report that as end user was backing out of a transport van equipped with a platform lift, end user continued to back up and off the end of the platform resulting in the end user and chair to fall approximately 3' to the ground resulting in a reported injury to the end user.